Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
The coil would not detach despite several attempts. The cable was replaced to no avail. As the coil was being withdrawn, unintended detachment occurred in the aneurysm. While the device positioning unit was retrieved, the coil was reported to have stayed in the aneurysm with no injury to the patient sustained.